Event description:
Inaccurate bp [blood pressure] readings on console. Systolic and diastolic readings were the same. Vendor called friday evening to trouble shoot- device calibrated however inaccurate bps continued. Noninvasive and invasive bps did not match making patient management difficult. Manufacturer response for intra aortic balloon catheter, (brand not provided) (per site reporter). Balloon returned to arrow/teleflex for evaluation. Manufacturer response for intra aortic balloon pump, ac3 optimus; (per site reporter). Teleflex fse [field service representative] on site to perform functional check to OEM [original equipment manufacturer] spec. Balloon returned to teleflex for review.